Event description:
Customer reported that she is going to the doctor because she is having uncontrollable low and high blood glucose. Customer stated that her blood glucose was below 20 mg/dl and now her blood glucose is 74 mg/dl. Customer stated that her insulin pump sometimes doesn't alarm when she is out of insulin and sometimes it alarm no delivery. Customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.